Manufacturer narrative:
A2) patient age - ncba+sba 62.9±10.5 a3a) patient sex - (majority if multiple patients involved): male 100% a3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from france, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, re-stenosis are listed as possible complications with use of the angiosculpt ptca rx scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26feb2018) ¿can you score with balloons to enhance outcomes after drug coated balloon angioplasty? Insights from the paris dcb registry for in-stent restenosis¿. The study retrospectively aimed to assess the 12-month clinical outcomes in patients with drug-eluting stent in-stent restenosis (des-isr) who were either predilated with non-compliant balloons (ncba) and with additional scoring balloons (ncba + sba) prior to drug coated balloon (dcb) angioplasty. A total of 124 patients with des-isr who were treated over a 2-year period were enrolled in the study. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 9 target lesion revascularizations and 10 target vessel revascularizations resulting from restenosis, and 10 major adverse cardiac events at 12-month follow-up (MDR # 3005462046-2026-00030). Additionally, 1 patient experienced death; however, the cause of death was not provided in the article (MDR # 3005462046-2026-00031). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 26feb2018 has been used, the date of publication. Merat b, waliszewski m, dillinger g, henry p, sideris g. Can you score with balloons to enhance outcomes after drug coated balloon angioplasty? Insights from the paris dcb registry for in-stent restenosis. J interven cardiol. 2018; 31: 353¿359. Https://doi.org/10.1111/joic.12506. This report captures the serious injuries that occurred after use of the angiosculpt ptca scoring balloon catheter. There was no alleged malfunction of any spectranetics devices in use during the procedure.